Manufacturer narrative:
Analysis was performed on the returned device. The reported suture malposition and suture detachment could not be replicated in a testing environment as the suture was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. A conclusive cause for the reported information that suture was pulled; however, part of the suture with the knot came out (suture malposition) and reported the rail part of the suture remained in the patient (suture detachment) could not be determined as the suture was not returned for analysis. The subsequent treatment appears to be related to procedure circumstance. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that suture placement in the moderately calcified right common femoral artery was attempted with a proglide device using the pre-close technique via a 6f sheath prior to an impella interventional procedure. Reportedly, the suture of the first and second proglide devices were successfully pre-placed at 10 o¿clock and 2 o¿clock. The sheath was upsized to a 14f and the impella procedure was completed. During knot advancement of the second pre-placed suture at 2 o¿clock with the snared knot pusher the suture was pulled; however, part of the suture with the knot came out. The knot was noted to be unraveled, the loop of the knot was undone. The rail part of the suture remained in the patient. At this point, the rail was removed and a third proglide device was successfully deployed. Hemostasis was achieved with the pre-placed proglide suture of the first proglide device and the suture of the third proglide device. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.